Event description:
Caller reports being unable to obtain a result on the aviva system due to an error on the device while customer was having low blood symptoms. Paramedics were called and customer tested 30 to 35 mg/dl on professional device. Caller treated the customer with honey and something to eat, and low blood glucose symptoms improved within 30 minutes. Requested return of suspect device and replacement was sent.